Manufacturer narrative:
Vl 14 function: used for sample aspiration and sample mixing. It is extremely unlikely for blood to pass through this tubing. The valve location is far removed from the sample transport path. It is possible only if there is a system failure. Fluid routed through this valve: diluent and clenz. Vl 15 function: used to return the sample processing system to atmospheric pressure. Fluid routed through this valve: diluent and clenz. Vl 16 function: vent - used to return the sample processing system to atmospheric pressure. Fluid routed through this valve: diluent and clenz. Beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report an ongoing issue with error codes fd#4, fd#5, and fd#6 on their coulter lh 750 slidemaker. A field service engineer (fse) was dispatched to the customer's site. The fse observed fluid leaking at valves vl 14, 15, and 16. The customer reported that the operator was wearing personal protective equipment (ppe - lab coat, gloves) at the time of the event. There was no injury or exposure to the operator. The operator did not seek medical attention. The material safety data sheet (msds) was readily available. The facility does have an exposure control / risk management plan in place. The fse replaced the tubing at valves vl 14, 15, and 16. The fse verified instrument performance per established procedures. There was no impact to patient sample results or patient treatment associated with this event.